Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer stated that they received mixer errors twice on the cobas e 411 immunoassay analyzer on (B)(6) 2018. The instrument was re-started each time and the error message did not occur anymore. The customer did not run controls afterwards, but continued to run patient samples. On (B)(6) 2018, the mixer paddle was changed. The patient samples that were originally tested on (B)(6) 2018 were then repeated. Of the repeated samples, one patient sample was found to have an erroneous result that was reported outside of the laboratory for the elecsys estradiol iii assay. The affected patient was undergoing fertility treatment. The sample initially resulted with an estradiol value of 687 ng/ml on (B)(6) 2018. The value was reported to the physician, who had concerns about overstimulation. The physician then interrupted the patient's treatment based on the value. The sample was repeated on (B)(6) 2018, resulting with an estradiol value of 308 ng/ml. The repeat value was believed to be correct and corresponded to the expected value of the patient. No adverse events were alleged to have occurred with the patient. The estradiol reagent lot number was 35956401, with an expiration date of 30-sep-2019.

Manufacturer narrative:
Controls and calibration were considered valid by the customer after the mixer was replaced. The investigation determined that the issue was resolved by replacement of the mixer.

Manufacturer narrative:
The correct estradiol reagent lot number has been confirmed as 284592. The reagent expiration date was asked for, but not provided.